Manufacturer narrative:
Trackwise - (B)(4) updated field: b4, b5, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 07/01/2025. An investigation was conducted on 7/10/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply or the intact power cord. An electrical evaluation was conducted. An electrical evaluation was conducted. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device passed the transected tissue test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical problem" was not confirmed. An engineer evaluation was cpnducted. The complaint was not confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545 rev b. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc, low current output: 4.0 amps dc +/- 0.05 amps dc, high current output: 6.0 amps dc +/- 0.05 amps dc, the complaint vasoview hemopro power supply was tested using a fluke multimeter model 8846a (bmram ID# 14287) and the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: no load voltage output: 5.52 vdc (passed test), low current output: 3.99 amps dc (passed test), high current output: 6.01 amps dc (passed test), the complaint vasoview hemopro power supply passed all three output tests. Conclusion: as a result of the complaint vasoview hemopro power supply passing all three output tests, the reported failure mode "electrical/electronic property problem" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6) . The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply, they cut multiple branches and other tissue without incident until they were almost done when there was no activation on a burn. The power supply setting was 3 during the case. They switched to a second, loaned power supply and the case was completed without further incident. No patient injury. There was only a very short delay while they were attempting another burn, then someone quickly detached the ext cable from the generator and attached to another power supply. They had a previous incident with the same power supply where they experienced some delayed burning. They would pull back the activation toggle on the hpii device and it would not activate, then would activate with the next attempt. This one would also begin to burn, then the activation would stop midway through some burns.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply, they cut multiple branches and other tissue without incident until they were almost done when there was no activation on a burn. They switched to a second, loaned power supply and the case was completed without further incident. No patient injury. There was only a very short delay while they were attempting another burn, then someone quickly detached the ext cable from the generator and attached to another power supply. They had a previous incident with the same power supply where they experienced some delayed burning. They would pull back the activation toggle on the hpii device and it would not activate, then would activate with the next attempt. This one would also begin to burn, then the activation would stop midway through some burns.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.